Event description:
It was reported that an autopulse resuscitation system displayed user advisory messages of ua27 ((encoder fault (>3000 rpm)) and ua 34 (encoder failure). There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.